Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was an infection over the pump location. This began after the most recent refill. Per the reporter, the hcp indicated that the infection was "around the pump possible in the 'cellulose' or 'pocket'." The pt had been on a round of antibiotics. The hcp recommended that the device be explanted with reimplant in a few months. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.